Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received at the service and repair center for evaluation. Per service manual, operational and diagnostic analysis confirms the reported functional issue, caused by a cable shorted due to heavy corrosion. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for cable replacement. Unit placed in long term hold. Furthermore, a nonconformance search was performed for this part: 283512 with serial number: (B)(4) combination and no nonconformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's micro tornado shaver handpiece with hand controls button stopped working. During in-house engineering evaluation, it was determined that this reported condition was confirmed due to functionality issue caused by a cable shorted due to heavy corrosion. The case was completed with another like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.